Manufacturer narrative:
Patients age is unknown, however, the patient is (B)(6) years. A visual examination revealed that the working length was twisted, extrusion was kinked, the handle transition was found to be bent. A functional evaluation of the device was performed by fully extended the handle and it was noted that the gap between the brown band and cutting wire was measured to be approximately 6 mm. A functional evaluation found that the device does not meet the bowing specification of 90 degree minimum due to the slack found in the cutting wire. The condition of the returned device is likely due to procedural factors, therefore, the most probable root cause is operational context. The device history record review found the device met all manufacturing specifications.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2011-02547 and MFR. Report # 3005099803-2011-02557). It was reported to boston scientific corporation that two ultratome xl sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, when the physician bowed the device, the device was not bowing enough. A second ultratome xl sphincterotome was obtained and the device was unable to enough. Despite the second device also being unable to bow enough, the physician was able to complete the procedure with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; working length is kinked.